Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited foreign objects on the bending section cover, bending section cover adhesive, connecting tube, and adhesive around the objective lens. There were no reports of patient involvement.